Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updated conclusion.

Manufacturer narrative:
Will return with additional parts to make repair.

Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.